Manufacturer narrative:
The returned device was evaluated. The device was found to have fractured into two pieces; the complaint is confirmed. The cause cannot be determined as several factors may have contributed over the course of the more than six years this device was implanted. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a rod was found broken during a revision surgery to extend the construct to address disease progression. Preoperative films did not identify the breakage. The breakage caused the locking nut to be pushed into a lateral position. There was an extension of surgery time associated with the removal of the locking nut and rod, but there were no reports of patient injury.